Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30436. It was reported that the patient was unable to go into MRI mode. Diagnostics revealed multiple contacts with invalid impedances. Troubleshooting was unable to resolve the issue. In turn, the patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
A4: patient weight added to the record. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein one of the leads was explanted and replaced. Post-operatively, the patient's system was able to go in and out of MRI mode successfully and stimulation therapy was restored. It is unknown which lead was replaced, therefore both leads are being reported.